Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received three inappropriate shocks and six anti-tachycardia pacing (atp) during an episode of atrial driven arrhythmia. Health care professional (hcp) consulted technical services (ts) who recommended reprogramming options. Later, there was a ventricular episode where atp was delivered due to oversensing of the right atrial (ra) lead signal on the ventricular channel. Ts analyzed device data and found that the rv output had increased to 6.5v. It was also noted that there were more rhythmiq episodes than expected due to device optimization. No additional adverse patient effects were reported. Currently, the device remains in service. According to additional information, a lead revision procedure was performed due to the aforementioned shocks and high pacing thresholds. A new lead was successfully placed. Prior to revision, this ICD delivered a shock that produced an alert 1005 for shock into an open circuit. This ICD remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received three inappropriate shocks and six anti-tachycardia pacing (atp) during an episode of atrial driven arrhythmia. Health care professional (hcp) consulted technical services (ts) who recommended reprogramming options. Later, there was a ventricular episode where atp was delivered due to oversensing of the right atrial (ra) lead signal on the ventricular channel. Ts analyzed device data and found that the rv output had increased to 6.5v. It was also noted that there were more rhythmiq episodes than expected due to device optimization. No additional adverse patient effects were reported. Currently, the device remains in service.